Event description:
Reportable based on device analysis completed on 05-dec-2018. It was reported that tracking issues and noise occurred. During an ablation procedure with an intellanav open-irrigated catheter, after applying several radiofrequency ablation (rf) lesions, the catheter moved all over the screen on the mapping system, indicating poor magnetic tracking, and there was new noise present on the ablation electrograms and 12 lead electrocardiogram. The first and only attempt at troubleshooting was to swap the catheter, and all issues resolved. No adverse patient events and the procedure completed as expected. However, returned device analysis revealed body fluid ingress. The device was returned for analysis. Visual inspection found dried body fluid found on the handle, main body tubing, distal end and dried saline found on the distal end and inside the irrigation ports. Continuity checks revealed no electrical shorts, as checked manually using a multi-meter and breakout box. The tip measured electrically open. All other electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray inspection found no anomalies. The distal end was dissected to isolate the tip wire. Dried fluid was found along the lumen and several signal wires, between the butt bond and 4cm from the end of the tip. The butt bond appeared normal as did the ring electrode area. The tip wire was isolated at 2cm from the end of the distal tip and the tip resistance was normal. Resistance of the tip wire to the breakout box was open. The main body tubing was dissected proximal to the butt bond. More dried fluid was found along the lumen, signal wires and guide coil. When the bond sleeve was slid out of the way, a 5cm section of tip wire was found separated from the main wire to the handle. Resistance between the remaining length of tip wire to the breakout box was expected. The handle was opened to inspect for dried fluid, but none was found. The irrigation tube was connected to a metriq pump. No leaks were found after 60 seconds at 5ml/min.